Event description:
The customer obtained results of 60mg/dl and 120mg/dl within mins on the same device. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.